Manufacturer narrative:
The impella device has been received from the customer, however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient experiencing acute st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was intervened upon in the cardiac catheterization lab at the tertiary center and had reperfusion ectopy. The runs of ectopy, ventricular tachycardia were stabilized. Later the patient complained of chest pain and vision problems. Computed tomography scan confirmed basilar ischemic stroke. The team and family placed the patient on care, comfort measures for end-of-life transition. Medical safety review outcome noted there is not enough information to associate use of the device with the patient's transition.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The pump was returned for investigation. As clinical information related to the stroke/cva was not provided, the root cause could not be determined.